Event description:
During surgery, the eccentric trial adapters would not, without huge effort, go into head trials. After much effort, the surgeon was able to get them to seat at least partially. They stuck up past flush by about 1mm. This issue added approximately 15-20 minutes to the surgery. No other consequences reported for the patient. The event occurred in the us.

Manufacturer narrative:
Including this case, a total of two (2) complaints (complaint # (B)(4)) were received by limacorporate regarding difficulty to assemble the trial humeral head to the trial adaptor during surgery. Both events caused a slight delay in surgery but no patient injury. The second complaint was reported as initial MDR; a final MDR will be submitted also for that case. The complaint investigations of these two (2) events revealed that three (3) batches of trial humeral heads and two (2) batches of trial adaptors had been manufactured out of specification by the supplier, orchid orthopedic solutions, llc. Following the complaint investigation, limacorporate decided to remove any and all affected parts from these batches from the market. The recall action was communicated to the FDA on the 08/14/2015 and is now completed; on the 02/26/2016 the FDA has notified lima in writing that the agency now considers the recall closed. Capas: five (5) non-conformities (nc),one for each of the affected batches involved, were issued to the supplier, (B)(4), by limacorporate. The limacorporate internal root cause analysis identified a potential cause in the incoming inspections process. It's likely the operator did not perform correctly all the checks. In detail, the functionality test with the proper gauges was performed on a sample base instead of on all the devices. This decision was taken autonomously by the operator due to the availability of the dimensional records on the critical figures performed on all the pieces by the supplier. Since the drawings already contain the information for the control of critical dimensions, the calibrated gauges are available and the sop for incoming inspections specifies the need of 100% control of critical dimensions, the quality documentation can be considered enough detailed. Since the cause is related to an improper behaviour of the operator, the limacorporate corrective action has been that of performing a specific training to sensitize operators to work strictly according to sops. No other similar complaints were reported. Limacorporate will continue to monitor the market to promptly detect a possible recurrence of similar issues.

Event description:
During surgery, the eccentric trial adapters would not fit into the trial head. After several attempts, the surgeon was able to get the trail adapter to seat partially into the trial head. This issue added approximately 15-20 minutes to the surgery. No other consequences reported for the patient. The event occurred in the us.

Manufacturer narrative:
A preliminary investigation performed in lima us indicates that the cause of the intra-op issue is to be related to the trial heads only, as other trial adapters (from another set), which work ok with the trial humeral heads of their own set, do not work ok with the trial humeral heads involved the issue. The check of the manufacturing charts of the trial heads involved did not show any pre-existing anomaly. No other complaints were received on the lot # involved. We will receive the trial heads involved and analyze them. Device not yet returned.